Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl and 600 mg/dl during call, which was treated with manual injections. Customer states that high blood glucose may have been caused by taking steroids, stress and depression. Customer stated that healthcare professional changed all settings the day prior to call. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined further troubleshooting due to being tired and would call back to complete high pressure test.